Event description:
Additional information received indicated that the patient's right ventricular (rv) lead had additional episodes of lead noise. The patient was asymptomatic. During the explant procedure, the physician noted insulation damage on the lead. The lead was successfully explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
Additional information: b1, b2, b5, d7, h1, h6

Manufacturer narrative:
The reported events of noise and insulation abrasion were confirmed. External insulation abrasion was noted at 11.5-12.8 cm from the pin consistent with lead friction to device can.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow up. Stored electrograms showed multiple episodes of right ventricular lead noise. The noise was easily reproducible. The patient was asymptomatic. The physician elected to monitor the lead.